Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 230 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to the lcd keypad connector unlocked. Unable to verify motor error alarm due to button keypad anomaly. The motor passed the motor test. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.